Event description:
The patient passed out and her heart stopped completely, once on (B) (6) 2009 and again in (B) (6) 2009. She could not remember what medication she was on but her physician changed the medication from fentanyl and she is now feeling fine. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).